Event description:
During a femoral arteriogram the needle was rptd to have broken at the steel connection to the hub. The pt experienced no adverse consequences as a result of the incident. The device was discarded by the user.